Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 4:311:1545" but could not duplicate. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4). Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Event description:
Reportedly, the device was explanted at implant due to a failed ring repair. Mc3 ring was implanted for tap. Patient had a mitral regurgitation and myocardial infarction. Sjm tailor ring was implanted to correct mitral regurgitation. After the mc3 ring was implanted, there was a leakage observed and it did not stop. Customer decided to explant mc3 ring. Perimount 6900p valve was implanted as a replacement.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Event description:
The facility representative reported a pump with failure code 4:311:1545:503b. This problem was identified during set-up. There was no report of patient injury or medical intervention necessary. No additional information is available. The software version of this device is currently unknown.